Event description:
Pump is flowing too fast. After 2 days, it was empty. It was reported that pump was placed with neonate pt whose temp is 33 degrees c. (Instead of 31 degrees c).

Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter. Info received for this complaint was incomplete. The actual infusion times and the actual sample were not available from the customer. No adverse event was reported. No determination can be made as to what may have occurred with this device. As no lot number was provided, the device history record and the lot history cannot be reviewed. If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.